Event description:
It is reported that the glenosphere has dislocated from the baseplate. Pt canceled revision surgery saying he had no pain.

Manufacturer narrative:
Evaluation summary: the x-ray provided does confirm the glenosphere is disassociated from the baseplate. It should be noted that the surgeon acknowledged he did not implant the glenosphere per the surgical technique. Surgical notes were not provided to confirm how the implants were implanted. The glenosphere disassociating may be caused by soft tissue or bone trapped around the insufficient bone clearance around the base plate, interference with retractors, etc could potentially cause the glenosphere to not completely seat on the base plate. With the supplied info an exact cause for the reported disassociation cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.